Manufacturer narrative:
Device evaluated by manufacturer - received product consisted of a taxus element/ion monorail stent delivery system (sds) without the stent. The balloon was tightly folded. There were stent strut impressions on the surface of the balloon, centered between the markerbands. The strut impressions on the balloon confirmed that the stent was appropriately positioned and secured to the sds during manufacturing. Further inspection presented no other damage or irregularities. The reported stent dislodgement was confirmed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention stent dislodgement occurred. The lesion being treated was located in the tortuous and calcified right coronary artery (rca). Two unsuccessful attempts were made to ivus the rca with two different atlantis sr pro catheters, the third attempt with another atlantis sr pro was successful. The lesion was then dilated with a 3.0x15mm and 3.5x15mm apex balloons. Following dilation the physician advanced the 4.0x12mm ion mr stent system and the stent dislodged from the balloon. The physician used a 1.5x15mm balloon to pull the dislodged stent back into the guide catheter, they were unable to locate the dislodged stent on the table or in the patient. Procedure was completed with a 4.0x20mm ion stent and was post dilated with a 4.0mm nc quantum apex balloon with good result. No additional patient complications were reported and the patient¿s current condition is ok.

Event description:
It was reported that during a percutaneous coronary intervention stent dislodgement occurred. The lesion being treated was located in the tortuous and calcified right coronary artery (rca). Two unsuccessful attempts were made to ivus the rca with two different atlantis sr pro catheters, the third attempt with another atlantis sr pro was successful. The lesion was then dilated with a 3.0x15mm and 3.5x15mm apex balloons. Following dilation the physician advanced the 4.0x12mm ion mr stent system and the stent dislodged from the balloon. The physician used a 1.5x15mm balloon to pull the dislodged stent back into the guide catheter, they were unable to locate the dislodged stent on the table or in the patient. Procedure was completed with a 4.0x20mm ion stent and was post dilated with a 4.0mm nc quantum apex balloon with good result. No additional patient complications were reported and the patient's current condition is ok.